Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. There were no failures found. The manufacturing represent ative (rep) removed the 2 usb connector on the back of the computer and the system worked again. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735774, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the damaged usb connector. A0902 was coded for the black monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during setup after having pressed the start button on the main cart, the monitor stayed black. During troubleshooting, it was discovered that the mouse connected on the dual universal serial bus (usb) connector was bent. Likely because someone closed the tablet. The probable cause was that the dual usb connector on the front panel of the main cart was damaged. There was a short cut avoiding the computer video to be working. The dual usb connector on the back of the computer was removed, and the system was working again. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.